Event description:
It was reported that the lead exhibited greater than 2000 ohms impedance. The lead was explanted and replaced.

Manufacturer narrative:
Final analysis found the proximal coil to be fractured due to clavicular crush. The proximal insulation was abraded in the same area. The clavicular crush damage could cause the reported high lead impedance.